Event description:
Medtronic received information that possible under delivery and audio/vibrate anomaly occurred. The customer was hospitalized three times in the month of september and once in february with the same high blood glucose diabetic ketoacidosis issue.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.